Manufacturer narrative:
This device is not marketed in us, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. Evaluation summary: it was caused due to the angle wire worn out and a fluid damage in the scope. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The scope was lack of angulation and the field of vision was vague.